Event description:
It was reported that the customer had high blood glucose levels of over 600 mg/dl. The customer was hospitalized. The customer was wearing the insulin pump at the time of hospitalization. The customer was treated with insulin intravenously. The customer was also reported to be a sleepwalker. The customer was released from the hospital after seven hours with high blood glucose levels of 140 mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).